Event description:
It was reported that the customer had a no delivery alarm and motor error alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer reported that the alarm was resolved by a complete set change. The customer wa advised to call us when he had a no delivery issues. The customer reported that no motor error on the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.